Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricle lead was capped on 25 nov 2024 for unknown reason. The patient's condition was unknown.

Event description:
It was reported that the patient presented for unrelated procedure. During the procedure, the left ventricle lead was unable to remove from the patient and it was capped on (B)(6) 2024. The patient was in stable condition.